Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity: unknown/not provided. Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. A partial number has been provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported a lasik patient had a flap complication because he lost suction while making the flap on the unknown eye and believes he didn't clip the patient interface to the cone. He stated the raster did not treat to the edge and there was no side-cut. He aborted the procedure and placed a scl on the eye for comfort. He plans to allow the patient to heal. No additional information was received.